Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl; cause was unknown. Reportedly, the emergency medical support (ems) treated the customer with a glucagon pen. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user, and the lowest bg recorded by the continuous glucose monitor on (B)(6) 2018 was 63 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. Prior to the low bg, the user set a temporary basal rate of 152% and delivered a 4.43 unit correction bolus for a bg of 379 mg/dl. A few minutes later, the user delivered another bolus by manually requesting units of insulin to be delivered while still having insulin on board. Complaint could not be confirmed. Making bolus requests while still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. The investigation has been completed. Functional testing was performed and no failure was identified related to the reported low blood glucose issue.